Manufacturer narrative:
Date rec'd by MFR: 22oct2019. The customer reported that replacing the user interface resolved the problem. The defective user interface has been discarded so it is not expected to be returned for failure investigation. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
It was reported that the ventilator's display is black, there is no backlight. There was no patient involvement.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 17oct2019. Technical support advised the customer to either replace the user interface assembly or upgrade to a second generation lcd (liquid crystal display).

Event description:
It was reported that the ventilator's display is black, there is no backlight. There was no patient involvement.